Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that the patient had an EKG a couple of months ago, she forgot to shut the neurostimulator (ins) off, and after EKG the device did not work anymore. Pt then had to go to a hospital for unrelated reason and had no time to call here. Pt got home a few days ago. The consumer reported that the ins wont accept a charge. The consumer used the recharger during the call and it showed the warning screen to charge ins. It was reviewed how to charge the ins. Pt was able to start the charging session.